Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected high out-of-range impedance measurements and oversensed noise on competitor right atrial (ra) and right ventricular (rv) leads. Surgical intervention was performed and the lead were explanted and replaced. The physician suspected subclavian crush as the extraction stylet could not advance past the subclavian area. However lead fractures were not confirmed via radiological imaging and/or pacing system analyzer (psa) measurements. The device remains in service. No additional adverse patient effects were reported.